Manufacturer narrative:
Event date is estimated. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02485. It was reported the patient experienced inadequate stimulation. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2020 wherein two leads were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Therapy restored postoperatively.